Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was showing the battery indicator symbol. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began a couple of days prior to her contacting lfs. She stated that she manages her diabetes with oral medication, diet and exercise, and in response to the alleged meter issue, she consumed less food and drink. The patient reported that 12 hours after the alleged meter issue began she developed symptoms of ¿nausea and shaky¿, she confirmed that she did not receive or require any treatment for the alleged symptoms. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. There was no evidence that the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.